Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. The reported event was caused by a component failure of the ceramic head (insulation beak). Based on the results of the investigation, the ceramic head (insulation beak) failure is a mechanical problem, the cause of the ceramic head (insulation beak) failure could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the cysto-nephro videoscope had the distal end of the bending section is detached. There were no reports of patient involvement.